Event description:
It was recently reported that the pt experienced a csf leak during initial implantation. The pt's device was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.